Event description:
Used with chemotherapy. This case was reported by a consumer via call center rep and described the occurrence of chemotherapy in a pt who received gsk denture adhesive (formulation unk) (corega) oral powder for dental implantation. On an unk date, the pt started corega. On an unk date, an unk time after starting corega, the pt experienced chemotherapy (serious criteria gsk medically significant). On an unk date, the outcome of the chemotherapy was unk. It was unk if the reporter considered the chemotherapy to be related to corega. Initial adverse event report from pt's relative (pt's daughter) received on (B)(6) 2015 through consumer healthcare call center. On (B)(6) 2015, the reporter informed that the pt used corega (polyox/carboxymethyl cellulose) powder, she did not had gum in the lower part and used implants. The reporter informed that the pt attend to chemotherapy sessions. The reporter provided the contact info of the physician for f/u. No add'l info was provided. F/u info received on january 27, 2015, the treating physician provided the pt was (B)(6) female pt (updated demographics). The pt received suspect medication corega powder, used to attach her dental implants. The pt had not returned for consultation since more than 2 years ago. The physician did not know the problem for which the pt receives chemotherapy treatment. The physician considered that there was no relationship between the use of corega powder and the chemotherapy treatment. No add'l info was provided.